Event description:
Hcll allowed an a positive red blood cell to be electronically crossmatched to an o positive patient. Tech erroneously selected a+ rbc. Hcll allowed selection and recorded a compatible xm with no exception or warnings. Unit displays in product fulfillment as not trdy. Blood was not issued to patient or transfused. The error was caught by redundant systems within the software. To date, efforts to duplicate the error with patient or others have been unsuccessful.